Manufacturer narrative:
Investigation details: the investigation was completed that it was noticed during the investigation it was possible to push the bisector past the cannula seal and into the lumen of the cannula, however, this activity was very difficult due to the tight fit. At this point, the customer complaint that the lumen seemed very narrow and stiff, was confirmed. When the handle of the vv-7 was disassembled, it was discovered that the trough had been inserted into the handle incorrectly. The root cause of this failure is that the device was assembled incorrectly at the factory. Mfg personnel has been notified.

Event description:
It was reported that during an endoscopic radial artery harvesting procedure, it was noticed that bisector would not go into the lumen of the harvesting cannula, the lumen seemed narrow and stiff. They used a replacement device to complete the procedure. The hospital did not report any patient effect. This report is filed because "fitting problems with shaft and cannula" is reportable malfunction.